Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and based on the approved final investigation. B5 updated to include new information provided from customer. Correction to h6 component code. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The evaluation showed no breakage at the distal end but the acoustic lens was chipped. The root cause of the lens issue could not be identified. The device instructions for use were reviewed for relevant handling information. The following warning was identified: "warning- do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
Additional information received from customer: the product issue was noted after the patient exam.

Manufacturer narrative:
The device was returned for evaluation. The reported issue (leaking) was confirmed; testing showed the device leaked at the electrical connector guide pin due to pin deformation. The examination of the probe with the missing piece showed damage consistent with dropping or knocking the probe against a hard surface and applying chemical stress during cleaning. In addition, the device's lock engagement lever was worn which would not allow the up/down direction knob to be secured. The guide plate was deformed which caused the left direction of the right/left knob to perform outside of specifications. The angle wire was worn which caused the right direction of the right/left knob to perform outside of specifications. The air/water cylinder was discolored; the color ring was cracked; the lock engagement lever was scratched; the tube was scratched and leaked from a pinhole; the acoustic lens was chipped; the adhesive on the bending section cover was worn; the connector tube was peeling; and the bending tube was dented. Additional procedural information has been requested and not received at this time. The investigation is ongoing. A supplemental report will be submitted upon completion of investigation.

Event description:
The customer reported the evis exera ii ultrasound gastrovideoscope leaked at the distal end. The device was returned for evaluation. Examination showed the probe unit had a piece broken off. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.